Manufacturer narrative:
Covidien reference: (B)(4). The covidien service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilators bottom display was unreadable. There was no patient involvement.